Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was not confirmed. No loose foreign material could be found on device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional information becomes available, a supplemental report will be sent. (B)(4) .

Event description:
Report 1 of 2. Report received from (B)(6) stating "returned product unused - incoming order failed distributor's inspections." It is known that this event did not occur during surgery and that there was no patient or user injury or medical intervention. There was no additional information provided.